Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event with a lowest cgm reading of 67 mg/dl on a g7 sensor, confirmed by fingerstick, after not eating; the patient treated with approximately 4 oz of cranberry juice and the low resolved within about one hour. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.